Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset, and upon the pump turning back on the pump time was noted to be inaccurate. Tandem technical support guided the customer through adjusting the pump time. There was no reported impact to customer's blood glucose level.